Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a keypad with delayed response time. The caller did not know the blood glucose reading. The customer complained of feeling drained. Upon troubleshooting, it was found that the insulin pump passed the high pressure test and was working as designed. The customer stated that the buttons took 3 or 4 presses before she was able to garner a response. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.